Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust belt¿, ¿check therapy pad¿ messages) was confirmed. Upon investigation, it was found that the pulse wire of the trunk cable was broken from the distribution node (dn). The belt was unable to pass falloff testing. The root cause for the broken trunk cable was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "adjust belt" and "check therapy electrode" messages.